Event description:
It was reported that the patient came into the emergency room (ER) for device interrogation after an appropriate shock due to ventricular fibrillation (vf). Boston scientific technical services (ts) was contacted to review the data, and ts noticed fault code 1003 detected on the implantable cardioverter defibrillator (ICD). The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. ICD replacement was recommended by ts. The device will be replaced. No adverse patient effects were reported.

Event description:
It was reported that the patient came into the emergency room (ER) for device interrogation after an appropriate shock due to ventricular fibrillation (vf). Boston scientific technical services (ts) was contacted to review the data, and ts noticed fault code 1003 detected on the implantable cardioverter defibrillator (ICD). The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. ICD replacement was recommended by ts. The device will be replaced. No adverse patient effects were reported. Additional information was received indicating that fast atrial pacing resulted in rhythm acceleration into sinus tachycardia. Ts was contacted to discuss programming changes. The sinus tachycardia resulted in inappropriate episodes of anti-tachycardia pacing (atp), and one instance of an inappropriate shock that can be attributed to this supraventricular tachycardia (svt). This device had been counting the ventricular rate as faster than the atrial rate because atrial beats were falling into the blanking period after ventricular beats, resulting in undersensing. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h5: impact codes. Updated f11: minor injury/ illness / impairment to f15: recognized device or procedural complication.

Event description:
It was reported that the patient came into the emergency room (ER) for device interrogation after an appropriate shock due to ventricular fibrillation (vf). Boston scientific technical services (ts) was contacted to review the data, and ts noticed fault code 1003 detected on the implantable cardioverter defibrillator (ICD). The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. ICD replacement was recommended by ts. The device will be replaced. No adverse patient effects were reported. Additional information was received indicating that fast atrial pacing resulted in rhythm acceleration into sinus tachycardia. Ts was contacted to discuss programming changes. The sinus tachycardia resulted in inappropriate episodes of anti-tachycardia pacing (atp), and one instance of an inappropriate shock that can be attributed to this supraventricular tachycardia (svt). This device had been counting the ventricular rate as faster than the atrial rate because atrial beats were falling into the blanking period after ventricular beats, resulting in undersensing. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient came into the emergency room (ER) for device interrogation after an appropriate shock due to ventricular fibrillation (vf). Boston scientific technical services (ts) was contacted to review the data, and ts noticed fault code 1003 detected on the implantable cardioverter defibrillator (ICD). The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. ICD replacement was recommended by ts. The device will be replaced. No adverse patient effects were reported. Additional information was received indicating that fast atrial pacing resulted in rhythm acceleration into sinus tachycardia. Ts was contacted to discuss programming changes. The sinus tachycardia resulted in inappropriate episodes of anti-tachycardia pacing (atp), and one instance of an inappropriate shock that can be attributed to this supraventricular tachycardia (svt). This device had been counting the ventricular rate as faster than the atrial rate because atrial beats were falling into the blanking period after ventricular beats, resulting in undersensing. The ICD remains in service. No additional adverse patient effects were reported. Additional information was received indicating the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient came into the emergency room (ER) for device interrogation after an appropriate shock due to ventricular fibrillation (vf). Boston scientific technical services (ts) was contacted to review the data, and ts noticed fault code 1003 detected on the implantable cardioverter defibrillator (ICD). The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. ICD replacement was recommended by ts. The device will be replaced. No adverse patient effects were reported. Additional information was received indicating that fast atrial pacing resulted in rhythm acceleration into sinus tachycardia. Ts was contacted to discuss programming changes. The sinus tachycardia resulted in inappropriate episodes of anti-tachycardia pacing (atp), and one instance of an inappropriate shock that can be attributed to this supraventricular tachycardia (svt). This device had been counting the ventricular rate as faster than the atrial rate because atrial beats were falling into the blanking period after ventricular beats, resulting in undersensing. The ICD remains in service. No additional adverse patient effects were reported. Additional information was received indicating the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that the patient came into the emergency room (ER) for device interrogation after an appropriate shock due to ventricular fibrillation (vf). Boston scientific technical services (ts) was contacted to review the data, and ts noticed fault code 1003 detected on the implantable cardioverter defibrillator (ICD). The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. ICD replacement was recommended by ts. The device will be replaced. No adverse patient effects were reported. Additional information was received indicating that fast atrial pacing resulted in rhythm acceleration into sinus tachycardia. Ts was contacted to discuss programming changes. The sinus tachycardia resulted in inappropriate episodes of anti-tachycardia pacing (atp), and one instance of an inappropriate shock that can be attributed to this supraventricular tachycardia (svt). This device had been counting the ventricular rate as faster than the atrial rate because atrial beats were falling into the blanking period after ventricular beats, resulting in undersensing. The ICD remains in service. No additional adverse patient effects were reported. Additional information was received indicating the ICD was explanted and replaced. No additional adverse patient effects were reported.